Event description:
As reported, two 6/7f mynx control vascular closure devices (vcd) and two 6-12f mynx control venous (mcv) vascular closure devices were used, and the patient was admitted for deep vein thrombosis (dvt) 13 days post-procedure. Closure was reported as successful. There was a reported patient injury of deep vein thrombosis (dvt). The patient was discharged with instructions to take aspirin 81 mg daily for 6 weeks and later reported right leg discomfort and soreness that did not improve, prompting evaluation in the emergency room. The patient received heparin infusions and was subsequently treated with thrombolysis with tissue plasminogen activator (tpa) infusion; the patient later returned to interventional radiology (ir) for thrombectomy where a large thrombus was removed and the common femoral vein was ballooned, and a hematology work-up was ordered. The procedure was reported as an electrophysiology study via three venous access sites and one arterial access site; venous access sizes were reported as 5f, 6f, and 7f and the arterial access site was reported as upsized to 8f, and an 8f access site was reportedly closed using a 6/7f device without downsizing the sheath prior to closing. The customer reportedly used a 5f mynx control device to close a 5f venous access site because they did not want to upsize the sheath. Manual pressure was reportedly applied for 5 minutes, a standard 4x4 gauze and tegaderm dressing was used, and bed rest was reported as 3 hours. The sheath manufacturer was reported as terumo; suitability was reportedly verified on angiography or venography; vessel diameter greater than or equal to 5 mm was not verified; vessel tortuosity was reported as little or none; and presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site was reported as little or none. The deployer was reported as mynx certified and the operator was reported as trained and experienced; heparin 5000 units was administered and the activated clotting time (act) at the time of closure was reported as 214. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, one 5f mynx control vascular closure device (vcd), one 6/7f mynx control vascular closure device (vcd) and two 6-12f mynx control venous (mcv) vascular closure devices were used, and the patient was admitted for deep vein thrombosis (dvt) 13 days post-procedure. Closure was reported as successful. There was no additional reported patient injury. The patient was discharged with instructions to take aspirin 81 mg daily for 6 weeks and later reported right leg discomfort and soreness that did not improve, prompting evaluation in the emergency room. The patient received heparin infusions and was subsequently treated with thrombolysis with tissue plasminogen activator (tpa) infusion; the patient later returned to interventional radiology (ir) for thrombectomy where a large thrombus was removed and the common femoral vein was ballooned, and a hematology work-up was ordered. The procedure was reported as an electrophysiology study via three venous access sites and one arterial access site; venous access sizes were reported as 5f, 6f, and 7f and the arterial access site was reported as upsized to 8f, and an 8f access site was reportedly closed using a 6/7f device without downsizing the sheath prior to closing. The customer reportedly used a 5f mynx control device to close a 5f venous access site because they did not want to upsize the sheath. Manual pressure was reportedly applied for 5 minutes, a standard 4x4 gauze and tegaderm dressing was used, and bed rest was reported as 3 hours. A non-cordis sheath was used; suitability was reportedly verified on angiography or venography; vessel diameter greater than or equal to 5 mm was not verified; vessel tortuosity was reported as little or none; and presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site was reported as little or none. The deployer was reported as mynx certified and the operator was reported as trained and experienced; heparin 5000 units was administered and the activated clotting time (act) at the time of closure was reported as 214. The device will not be returned for evaluation.deep vein thrombosis (dvt) is a known potential complication associated with venous access and is listed in the mynx control venous vascular closure device instructions for use (IFU). Dvt formation is multifactorial and classically associated with venous stasis, endothelial injury, and hypercoagulability. Creation of a venotomy for catheter-based procedures results in intended vessel wall injury, which initiates the inflammatory and coagulation cascades and may contribute to thrombus formation. In this case, the patient underwent a complex electrophysiology procedure involving multiple venous and arterial access sites, peri-procedural anticoagulation with heparin, post-procedure antiplatelet therapy, and subsequent clinical factors requiring thrombolysis and thrombectomy. Additionally, at least one closure device was reportedly used outside of its labeled indication, which may introduce risks not described in the product labeling. The devices were not returned for evaluation, and no procedural imaging was available for review; therefore, the reported event could not be directly assessed, and no determination regarding potential product-related contributing factors could be made. Based on the information available, a causal relationship between the mynx control vascular closure devices and the reported dvt cannot be established. The event is most consistent with known procedural and patient-related risk factors. Relevant warnings, precautions, and post-procedure care instructions addressing thrombotic and vascular complications are provided in the IFU and patient brochure to inform users and patients of these potential risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increased redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ it also instructs, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.